Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 43.8cm was returned for analysis. External insulation abrasion was noted at 5.8-6.2cm and 5.7-6.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at these locations. This is consistent with the observation from the field of a malfunction.

Event description:
It was reported that the lead was explanted and replaced due to an unspecified issue. No further information was available.